Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that there was normal battery depletion of the 9v battery. The analyzer passed to manufacturing specifications. (B)(4).

Event description:
It was reported that the analyzer does not work properly. The analyzer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.